Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Potential root causes may be incorrect technique (motor setting not communicated), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible).

Event description:
In this event it is reported that a protaper gold f3 25mm ster file broke during use. The broken part could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Potential root causes may be incorrect technique (motor setting not communicated), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible).